Event description:
It was reported to vyaire medical that the 3100a ventilator air pressure coming into the unit is low. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.